Event description:
Customer reportedly received the following results on the compact plus system, compared to a professional device, within 10 minutes: 107 mg/dl (compact plus) and 27 mg/dl (emt meter). Customer had hypoglycemic symptoms of sweating and "making some noises," and wife called emts. The emts tested the customer at 27 mg/dl on their meter. Wife tested the customer on his meter approximately 10 minutes later and received reading of 107 mg/dl. Customer was treated with oxygen, a sugar shot to increase his blood sugar (type not provided), and an IV (contents not provided). Emts stayed for an hour. Customer was not transported to hospital. No adverse event reported. Customer does not have drum vial. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other text : na.